Event description:
Complainant alleged that the staff was treating a pt (age and gender unknown) who was suffering from a heart attack and who had a ventricular tachycardia heart rhythm. The staff attempted to cardiovert the pt (joule setting unknown) with the device, using a multi-function cable and electrodes but, received an "error 51" message. The pt's heart rhythm then went into ventricular fibrillation and the staff converted the pt with the aid of drugs. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.